Event description:
Paramedics responding to a cardiac arrest, attempted to perform an endotracheal intubation using a blade. It was stated that during the process, the blade broke but was held together by a thin wire and was removed from the patient.